Manufacturer narrative:
Phone number: (B)(4). Health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "liquid," "contracture" baker grade unknown and "swollen lymph node" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid, pain, and rupture," "contracture" baker grade unknown and "recalled, swollen lymph node".

Event description:
Healthcare professional reported left side "liquid, pain, and rupture," "contracture" baker grade unknown and "recalled, swollen lymph node". Device remains implanted.